Event description:
Healthcare professional reported, right side rupture. Diagnosed by palpation. The device has been explanted and replaced with another manufacturer's brand.

Manufacturer narrative:
Photo device analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Additional, corrected and/or changed data: h.6

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, right side rupture. Diagnosed by palpation. The device has been explanted and replaced with another manufacturer's brand.

Manufacturer narrative:
Clarification for b3. Date of event: (B)(6) 2022 was reported a review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a2, a4, a5, b1, b3, b5, b6, h6

Event description:
A healthcare professional reported right side device rupture diagnosed by palpation. Later healthcare professional did not reported any complaint against the device. Later healthcare professional reported "rupture". The device has been explanted and replaced with another manufacturer's brand.